Event description:
As per complaint (B)(4), during a clinical procedure a patient presented a dental implant that failed to achieve primary stability and the implant was removed. No patient was recorded.